Manufacturer narrative:
A retained kit of architect hiv ag/ab combo reagent, lot number 22467li00, which contains identical bulk reagent as lot number 22468li00, was tested and all control values met specifications. Three sensitivity panels (used to test product performance prior to release) were tested with the reagent kit. The results were within specifications. Clinical sensitivity of the reagent lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9016 and hiv 9018). All results met specifications, verifying that the sensitivity performance of the reagent is not affected. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Manufacturing records were also reviewed and found no occurrences that could be linked to the customer issue. The architect hiv ag/ab combo assay package insert contains information to address the current customer issue. Based on the results of the current evaluation, it can be concluded that the architect hiv ag/ab combo reagent lot 22468li00 is performing acceptably. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). Complete sample identification number is (B)(6).

Manufacturer narrative:
The samples were forwarded and tested by an abbott research and development group with the following results: both samples were tested using a combination of individual architect hiv combo kit components. For sample ID (B)(6) neither antigen nor antibody reactivity was detected above the expected assay cutoff level. For sample ID (B)(6) antibody reactivity was detected above the cut-off of the assay (note: due to the low sample volume of sample ID (B)(6) only limited testing could be performed). For sample ID (B)(6) the presence of viral nucleic acid was detected by the abbott realtime hiv-1 assay ((B)(6)). Based on previous studies, it would not be expected to detect this level of viral antigen in the architect hiv ag/ab combo assay. Phylogenetic analysis of the env idr region of sample ID (B)(6) indicated that the virus strain was (B)(6) so there is no evidence that hiv diversity has any impact on performance in this case. Both samples were screened directly for reactivity against (B)(6) using a research slot blot assay. For sample ID (B)(6) was detected, whereas sample ID (B)(6) did show (B)(6). The analysis of the samples confirmed the results of the original evaluation of the samples: sample ID (B)(6) did not contain detectable levels of antigen or antibody to create a reactive result with the architect hiv ag/ab combo assay. It has been determined that the architect hiv ag/ab combo reagent lot identified in the customer complaint is currently meeting its safety, effectiveness, and label claims. A product deficiency was not identified.

Event description:
On a visit to the customer site by an abbott scientific specialist, the customer reported a (B)(6) combo assay result for one donor sample. The sample generated an initial negative result of 0.27 s/co. The sample was then retested in duplicate on a second architect i2000sr analyzer in the lab (sn (B)(4)) and generated negative results of 0.21 and 0.25 s/co. The sample tested reactive with a biorad (elisa) methodology at od/co values of 0.429/0.272, 0.650/0.291 and 0.643/0.291. A nat hiv methodology generated a reactive heat cycle result of 30.541 hc while an hiv blot method yielded a p24 antigen result of indeterminate. The same donor returned on (B)(6) 2013 (sample identification number (B)(6)) and a new sample tested (test date (B)(6) 2013) (B)(6) using reagent lot 22468li00, which was the lot used during the (B)(6) 2013 testing. The testing was performed on architect i2000sr analyzer serial number (B)(4). The donor denied having any risk factors and had no clinical symptoms. No suspect results had been reported from the lab. There has been no adverse impact to donor/blood unit management reported.

Manufacturer narrative:
After the conclusion of the initial product evaluation, the customer sent two samples for analysis. The following results were generated: the two returned samples, ID (B)(4) and ID (B)(4), were tested with retained in-house reagent architect (B)(6) reagent lot number 30507li00. This was necessary because the reagent lot used at the customer site, lot number 22468li00, expired in august 2013. Sample ID (B)(4) generated a reactive result of 2.51 s/co and sample ID (B)(4) generated a non-reactive result of 0.32 s/co. Thus, the results generated at the customer site were replicated. The fact that sample ID (B)(4) gave a non-reactive result with a different lot number than the one used at the customer site, demonstrates that the issue is not lot specific. Sample ID (B)(4) was not further tested since no potential (B)(6) non-reactive result was obtained with this sample and due to the limited volume of the provided sample. Further confirmation testing of sample ID (B)(4) was performed. Western blot testing of sample ID (B)(4) gave an indeterminate result with the (B)(6) specific western blot new lav I test (bands at (B)(4) and (B)(4)) and an indeterminate result on the (B)(6) specific western blot new lav ii (band at (B)(4)). The specimen caused a non-reactive result with the innotest (B)(6) test od = 0.014 (cut-off = 0.061; this assay detects (B)(6)). Also, the specimen generated a non-reactive result when tested with the (B)(6) assay (0.48 s/co). On the basis of the results generated with the returned samples, it is not possible to categorize sample ID (B)(4), as reference testing data from the western blot analysis are not conclusive regarding the presence of antibodies to human immunodeficiency virus type 1 and 2 and the reactive result obtained by the customer testing with the (B)(6) assay (reactive result) is in contradiction to the non-reactive/ indeterminate results obtained in the current evaluation. For sample ID (B)(4), no results of additional confirmation testing were provided by the customer and no confirmation testing could be performed during the current evaluation due to the limited sample volume. A final statement regarding the status of this sample cannot be made. According to the results of the current evaluation and according to the results reported by the customer, there was no (B)(6) detected in the western blot in the sample in question. Furthermore, no (B)(6) could be detected. Therefore, it is possible that the sample did not contain detectable levels of (B)(6) or antibody to create a reactive result with the architect (B)(6) assay. The sample results are uncommon for a patient in the early phase of infection, since (B)(6) antibodies arise rather early during infection. Based on the results of the testing of the returned patient samples, it was determined that the architect (B)(6) reagent is currently meeting its safety, effectiveness, and label claims. The results of this addendum evaluation do not change the results of the initial evaluation.